Event description:
It was reported that during setup the user removed the needle guard and inadvertently withdrew the infusion set with its teflon cannula from the applicator needle, resulting in an incorrectly deployed infusion set; the user then completed a supply change with a new infusion set without assistance, involving the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified consistent with an improper or incorrect procedure or method involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.